Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned device. The reported separation and failure to advance was confirmed although the reported difficulty removing the device was unable to be confirmed as it was based on operational circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the bmw guide wire instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the during a diagnostic procedure the balance middleweight guide wire met resistance during advancement through a right radial loop that was heavily tortuous and heavily calcified. In an attempt to straighten the loop, a small balloon was placed on the guide wire and through the diagnostic catheter; however, during the pushing and pulling of the devices against resistance, the guide wire separated. A snare device was used to capture the separated piece of guide wire. Access was finally achieved through the right groin. No additional information was provided.